Event description:
Per the clinic, the patient reported pain after being hit on the head at the site of the implant. The patient no longer uses the external speech processor and describes the implant as a foreign body. The results of an integrity test (date not reported) indicate normal device function. The patient was explanted in 2009. Reimplantation is not planned at the time of this report.